Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited intermittent loss of capture (loc) on what technical services (ts) suspected to be the right ventricular (rv) channel. Ts noted it was not clear if it was the right atrial (ra) or rv channel, but suspected it was the rv. No adverse patient effects were reported. This pacemaker remains in service.